Event description:
Boston scientific received information that post fistula the device was pacing at the maximum pacing rate. Boston scientific technical services (ts) was consulted and discussed that the minute ventilation (mv) feature on the device was likely interacting with the hospital monitoring equipment and driving the patient's pacing rate. Mv was temporarily programmed off, which resolved the issue. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.